Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. The insulin pump had cracked case upper corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 521 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the tubing was kinked. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.